Manufacturer narrative:
Product event summary: analysis confirmed the reported event. As a result the bezel assembly was replaced. The software was also updated. The programmer then passed functional testing.

Event description:
It was reported that the cursor position on the programmer screen did not coincide with the stylus position. The programmer was returned for servicing. There was no patient involvement.